Event description:
The customer reported that the device produced a speaker malfunction. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Although the speaker was confirmed to be functioning per specification the speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the device produced a speaker malfunction. There was no reported adverse event to the patient or user.